Event description:
The patient has two leads for off-label use. Device 1 of 2, reference MFR report #: 1627487-2015-07225. It was reported the patient frequently participates physical activities and has been unable to get effective therapy. An impedance check showed high impedances on the entire right lead. Reprogramming could not provide resolution. X-ray may be undertaken. Further intervention will be discussed with the doctor. Both leads are being reported because it is unknown which lead is the one on the right side.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07225. Follow-up revealed the patient underwent lead replacement surgery. It was found that the 3186 lead, which was on the right side, was kinked and fractured. As a result, the patient's 3186 lead was explanted and replaced with a different model. Effective therapy was obtained after the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.